Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02749. It was reported the patient was not receiving stimulation in the desired location. It was determined the patient's left lead had migrated up. The patient underwent surgical intervention where the lead was repositioned to the proper location. The patient is now receiving effective stimulation. It is unknown which lead was replaced, therefor we are reporting on all possible leads.